Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range right ventricular (rv) pace impedance measurements measuring greater than 2,000 ohms. Additionally, there was noise reported on the rv channel and increased pacing thresholds. No adverse patient effects were reported. Subsequently, the patient underwent a revision procedure and the lead was surgically capped and abandoned. Another lead was successfully implanted. This product remains in-service. No further complications have been reported.